Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: patient code.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced pain a day after it was implanted. The lead was tested and showed loss of capture (loc) due to perforation which was confirmed through x-ray, computerized tomography and echocardiogram. Also, it was confirmed that there was no effusion noted. This rv lead was explanted. No new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced pain a day after it was implanted. The lead was tested and showed loss of capture (loc) due to perforation which was confirmed through x-ray, computerized tomography and echocardiogram. Also, it was confirmed that there was no effusion noted. This rv lead was explanted. No new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned.